Manufacturer narrative:
Evaluation summary: the analysis site found that the control module's interface board is causing the unit to display l3-033 errors. Could not duplicate the customer's complaint of not getting enough suction. The interface board is also causing the cutter to not rotate (click). The site replaced the interface board to correct the customer's complaint. The control module was serviced, then functionally tested, and was found to meet specifications.

Event description:
It was reported by the customer stating that during a breast biopsy they received a green cable error code when using the ex holster. They changed probes and continued to receive the error code. When they initialized the probe they did not hear any clicking and noticed that when they primed they were not getting any suction. The case was completed using the sales rep's holster. There was no patient consequence reported. Control module and holster being sent back for repair/analysis.